Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "status 66", "status 90", "status 93" and "status 110"message during self-test. There was no pt involvement during the reported malfunction.